Manufacturer narrative:
Additional information has been requested. The device was not received for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported, that patient underwent the humerus fracture procedure utilizing the ncb®, ph plate, 4 holes, with proximal locked holes, 80 mm on (B)(6), when the surgeon used a suture (manufactured by arthrex), a suture broke / snapped in the suture hole. The surgeon resigned to use the suture. Suture information: arthrex, cat#: ar-7200, the manufacture was informed by zimmer (B)(4) about the event via email on (B)(6) 2017.

Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend considering the following event is identified: suture broke. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that a patient underwent osteosynthesis of an humerus fracture utilizing the ncb ph plate on (B)(6), 2017. During surgery, a suture (arthrex: ar-7200, 3rd party product) broke / snapped in the suture hole. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Missing information was requested but was not available. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the suture arthrex: ar-7200, is a 3rd party product and can be used in combination with ncb ph plate. The suture is used to repair/suture soft tissues and can be passed into the holes of the plate. Inspection plan for the proximal humerus plate was reviewed: the characteristic feature ¿kanten gratfrei / edges free of burs¿ was 100% examined visually. Surgical technique ncb proximal humerus line extension describes at page 8, that "oblique holes for sutures oblique holes 2mm can be used for sutures after plate osteosynthesis.". And at page 21: "sutures oblique holes 2 mm can be used for sutures and reattachment of the rotator cuff after the plate has been fixed to the bone with screws." Root cause analysis: root cause determination using rmw: sharp edges exposed to patient tissues due to lack of adequate design to avoid sharp edges not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. A detailed description of the event is missing. It is unknown in which hole the suture break was it a threaded plate hole, the oblique plate hole? Neither the suture, nor the ncb ph plate were returned for examination. Therefore the condition of the components is unknown and an eventual rough or sharp edge cannot be detected. Other factors could have triggered/contributed to the reported event, such as a damage to the plate originated by using surgical tools, or the contact of the suture with a sharp bone fragment. Conclusion summary: a detailed description of the event is missing. It is unknown in which hole the suture break. The review of the DHR indicates that the ncs ph plate met all requirements to perform as intended and the inspection plan ensure with a 100% visual examination that the plate edges are free of burs. Other factors could have triggered/contributed to the reported event, such as a damage to the plate originated by using surgical tools, or the contact of the suture with a sharp bone fragment. In conclusion, with the information at hand an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).